Event description:
The patient received an scs system for low back and tail bone pain including a surgical lead on (B)(6) 2010. It was reported that the patient's stimulation coverage was ineffective. Efforts to rectify this matter via reprogramming proved unsuccessful. The patient's lead was replaced with a different model and effective therapy was captured as a result. No further complications were reported.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history record found an anomaly and a nonconformance. The deficiencies were corrected, and the device was approved for use. The DHR anomaly and nonconformance are not related to the alleged device failure. As received, the device failed all functional testing. Channel 7 of the lead measured open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.